Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2017.a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.